Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was in elective replacement indicator (eri). Technical services (ts) was contacted, and ts informed the field representative that the s-ICD had not yet reached end of life (eol), so therapy should still be available. It was later confirmed that the device was not yet in eol, but it was close. Ts noted some elevated shock impedances on prior episodes, but the impedance remained within normal limits, measuring 115 ohms. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a new s-ICD system. The s-ICD was explanted due to normal battery depletion. The electrode was explanted due to a suspected fracture, as the electrode exhibited high, out-of-range shock impedance measurements of 200 ohms when connected to the new s-ICD. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was in elective replacement indicator (eri). Technical services (ts) was contacted, and ts informed the field representative that the s-ICD had not yet reached end of life (eol), so therapy should still be available. It was later confirmed that the device was not yet in eol, but it was close. Ts noted some elevated shock impedances on prior episodes, but the impedance remained within normal limits, measuring 115 ohms. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a new s-ICD system. The s-ICD was explanted due to normal battery depletion. The electrode was explanted due to a suspected fracture, as the electrode exhibited high, out-of-range shock impedance measurements of 200 ohms when connected to the new s-ICD. No additional adverse patient effects were reported.